Event description:
Information was received from a healthcare facility via manufacturer representative regarding an extender and forcep used for tlif. The reducer/smartlink wasn¿t properly engaging the screw head. The bipolar forcep tips were bent and not meeting properly.

Manufacturer narrative:
H3: product analysis #(B)(4) : part # 5485901, lot # ct19g016 visual and optical inspection confirmed one of the gripper arms has broken. Optical inspection did not reveal any damage to the arm that could contribute to the break. This type of damage is consistent with bend stress overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.